Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty 'freeing up' enough pace/sense (p/s) portion of the right ventricular (rv) lead to fully insert into header of new device. The physician inserted as much as was available and tightened the set-screw, however telemetry revealed noisy electrocardiogram (egm), high impedance and on pulling on the lead it came out of the header. Maneuver was repeated and same issue was experienced, so second new device was opened. The same issue was experienced with the second device, so physician elected to place new p/s lead. The high voltage 'b' portion remains in use. This was performed without issue and all measurements were within expected ranges. No patient complications have been reported as a result of this event.